Event description:
It was reported that the implant at tooth site # 14 was removed due to peri-implantitis and sinus perforation with associated abscess and edema (see (B)(4)). It was noted an increase in pocket depths, infection and bone loss around the implant. It was attempted to treat it with bone graft which was unsuccessful (see (B)(4)), and it was determined it needed to be removed. The implant fell out when the patient was at home, then the sinus perforation was noted. A bone graft was placed at that time.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative. Original complaints entered under ce-38205-2024 and ce-37459-2024 , therefore this event is a duplicated.as a result, no further medwatch reports will be submitted under this file.

Event description:
No further event information is available at the time of this report.